Event description:
It was reported that a technical error indicating failure of the control printed circuit board was generated during start up of the ventilator. There was no patient involvement. Manufacturer ref.#:(B)(4).

Event description:
Manufacturer ref.#: (B)(4).

Manufacturer narrative:
Our field service engineer (fse) was on site. According to the service report was on site to replace lithium batteries that were due on pc boards in the ventilator. These batteries are replaced every 5 years. The fse replaced these lithium batteries and on restarting the ventilator, the reported technical error occurred. The fse replaced the control printed circuit board (pcb), loaded sw and downloaded the logs. The ventilator functioned properly and it was put back in service. The replaced control pcb was received and visual examination showed that a component (an inductor) on the control pcb had cracked broken with parts of it missing. Further testing of the control pcb was not possible. Our conclusion in the matter is that the damage of the component occurred during the reassembling procedure. The broken component was apparently visible that it could not have been missed during the replacement of the lithium batteries. Whether the component had a crack or not prior to this service has not been determined but the ventilator had no fault before the service.